Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited oversensed noise. The patient had syncope episode but it did not reflect the time of the event. Boston scientific technical services (ts) discussed stressing the lead with seat belt maneuver and more vigorous isometrics. Abnormal noise was noted even though diagnostics and thresholds were stable. Attempts to obtain additional information were unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.